Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedances. The values were 128 ohms. Boston scientific technical services discussed troubleshooting and indicated the patient could be monitored. At this time, this rv lead and the existing cardiac resynchronization therapy defibrillator remain in service. No adverse patient effects were reported.